Event description:
It was reported that the patient felt an electrical current through their body. Attempts to gain further information were unsuccessful and records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).